Manufacturer narrative:
Concomitant medical products: 4068-58 lead, implant date: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and vomiting. The right atrial (ra) lead exhibited possible noise and oversensing. The ra lead remains in use. No further patient complications have been reported as a result of this event.